Manufacturer narrative:
Product complaint # ==> pc-(B)(4). Investigation summary ==> no device associated with this report was received for examination. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that an attune right total knee was implanted on (B)(6) 2018 and was taken out the next day due to malalignment of the total knee replacement. All components were well fixated, but a revision total knee was necessary to correct the error. The attune femur, tibia, and tibial insert were removed and replaced with revision sigma tc3 components. The attune patella was not removed. No loosening was reported. Doi: (B)(6) 2018; dor: (B)(6) 2018; right knee.